Manufacturer narrative:
Analysis of the neurostimulator (s/n nkg716403h) found the battery had reduced capacity due to overdischarge. Analysis of the extension (s/n (B)(4) found the extension was not completely seated in the implantable neurostimulator (ins) connector port. Other relevant device(s) are: product ID: 3708660: serial#: (B)(4), product type: extension. Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-jun-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient didn't think the implant was charging. The patient mentioned they're having trouble connecting their ins recharger (insr) and patient programmer (pp) to the implant. The patient stated they are not seeing the coupling boxes at the bottom of the screen. They wanted to know if they could turn their implant off. When it was attempted with patient services to have the patient try to turn their implant off, they were unable to understand the patient when they were describing what they were seeing. Patient services had a very difficult time understanding the patient and redirected them to their healthcare provider (hcp) or to call back if they were with someone else who could help troubleshoot with the patient. 2020-03-13 (B)(6) (hcp): information was received from the hcp that the patient "never contacted" them and they had no information. Information in diq confirms the patient is deceased as of (B)(6) 2020. Devices returned due to patient death. No further communication required.